Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the available information, it is not possible to determine the source of the patient¿s peritonitis no product malfunction was reported and the peritonitis event was not attributed to the liberty cycler set although a direct causal relationship could not be confirmed, a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis that resulted in hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported by the peritoneal dialysis registered nurse (pdrn) that the patient presented at the hospital with acute abdominal pain and was diagnosed with methicillin sensitive (B)(6) peritonitis. As a result, the patient was hospitalized for four days. Treatment details surrounding the hospitalization is unknown; the patient was discharged home with keflex (dose, frequency and route unknown). The patient returned to the emergency department (date unknown) with increased abdominal pain and elevated peritoneal fluid cell count and elevated white blood count. Except for small pleural effusions and pericardial effusions and minimal atelectasis, CT scan without contrast of the abdomen was considered normal and there is no documentation that any action was taken for the pleural effusions and pericardial effusions and minimal atelectasis. The patient was placed on ten days of antibiotics, the peritoneal dialysis catheter was removed and the patient was transferred to hemodialysis.